Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device had twiddler's syndrome and device eroded through skin. This device was explanted. No additional adverse patient effects were reported.